Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital after receiving inappropriate shock therapy due to lead noise. The lead was explanted and replaced. No further information is available.

Manufacturer narrative:
Internal insulation abrasion was noted under the rv shock coil at 58.3-59.8cm from the connector pin. The etfe coating was abraded at this location.

Event description:
Additional information received indicated that the patient was stable post procedure.